Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day, the patient experienced inaccurate cgm values. The cgm was reading 4.0 mmol/l and the patient was treated for low values. The patient experienced dehydration and was vomiting. Then the parent took a blood glucose reading which was 30 mmol/l. The patient´s mother took the patient to the hospital where he was treated with IV fluids. The patient recovered and was discharged (there is no information about the exact date). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.`